Manufacturer narrative:
H.6. Investigation summary: one loose 3ml syringe with needle attached was received and evaluated. It was observed the stopper was not correctly attached to the plunger rod. The insecure stopper condition was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. This likely occurred due to a mistiming between the plunger rod and stopper dial. No corrective actions are necessary based on the defective rate identified. Batches 9037866 & 9044707 are considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 3ml ll w/ndl 20x1 rb experienced leakage past the stopper/plunger, while another experienced stopper deformation/damage. Both defects were noticed during use. The following information was provided by the initial reporter: material no: 309578 batch no: 9037866 & 9044707. Customer reported: rn was drawing up a dose and the syringe had a faulty rubber stopper. Began running out of syringe so we lost the dose . The nurses tell me this is the second faulty syringe is a few weeks so they are now really watching when they remove them from their sealed plastic.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037866. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-06. Medical device lot #: 9044707. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-13.

Event description:
It was reported that a syringe 3ml ll w/ndl 20x1 rb experienced leakage past the stopper/plunger, while another experienced stopper deformation/damage. Both defects were noticed during use. The following information was provided by the initial reporter: material no: 309578, batch no: 9037866 & 9044707. Customer reported: rn was drawing up a dose and the syringe had a faulty rubber stopper. Began running out of syringe so we lost the dose . The nurses tell me this is the second faulty syringe is a few weeks so they are now really watching when they remove them from their sealed plastic.